Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported via the manufacturer¿s representative (rep) that sometime in (B)(6) of 2017 they started feeling ¿pins and needles¿ in the middle of their back after falling with the implantable neurostimulator (ins) on. An impedance check was performed with all results within normal limits so reprogramming was attempted but it didn¿t make the sensation disappear. The healthcare provider (hcp) then recommended giving the consumer¿s body time to heal from the fall before any further intervention was planned so the issue was currently unresolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient called the manufacturer representative to reprogram the stimulator to help with "pins and needles" in their back which did help some. Patient also took safety at home and installed a new grab bar in the shower and check it each time they got out to make sure it was still tight on the wall. It was reported that patient's weight was (B)(6) pounds and patient was trying to loose weight. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.